Event description:
It was reported that this pacemaker exhibited farfield oversensing on the right atrial (ra) channel. As a result, inappropriate atrial tachy response (atr) episodes were stored. Technical services (ts) provided reprogramming options. In addition, false pacemaker mediated tachycardia (pmt) was noted. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.